Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. H6 ¿ additional method code: (4114) device not returned investigation - evaluation it was reported that a turbo-ject double lumen minocycline/rifampin over-the-wire power-injectable PICC (upicds-5.0-CT-otw-st-abrm-1111) was leaking from the insertion site and the white hub. Upon removal of the device, a slit was discovered in the catheter. Cook became aware of this event on 20feb2020 upon being notified by hackensack univ med ctr. The patient outcome is unknown. A review of the complaint history, device history record (DHR), instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the design history file (dhf) found that the affected device is both safe and effective for its intended use. A review of the device history record (DHR) could not be completed due to a lack of lot information from the user facility. However, a review of sales records to the user facility over the past three years revealed 26 potential lots containing the complaint device. Of these 26 lots, their dhrs revealed no recorded non-conformances. A database search found no other reported events associated with any of the 26 lots. Based on this information, cook has concluded that this device was manufactured to specification and that there is no indication of non-conforming product existing either in house or in the field. Cook also reviewed product labeling. Instructions for use (IFU) document is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿intended use cook spectrum turbo-ject over-the-wire peripherally inserted central venous catheter (PICC) sets are intended for short- or long-term use for venous pressure monitoring, blood sampling, administration of drugs and fluids, and for use with power injectors for delivery of contrast in CT studies¿ the cook spectrum turbo-ject PICC is indicated for multiple injections of contrast media through a power injector. The maximum pressure limit setting for power injectors used with the spectrum turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated, as shown on the following table. Warnings ¿ the safe and effective use of spectrum turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. ¿ do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. ¿ to safely use spectrum turbo-ject PICC lines with a power injector, the technician/health care professional must verify: ¿ the catheter lumen has ¿CT¿ on the hub to indicate the lumen is power injectable. ¿ prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. Dynamic and static pressure test results are shown in the following table.¿ based on the information provided, no product returned, and the results of the investigation, a definitive root cause could not be established. The risk assessment for this failure mode was reviewed, and additional action is recommended. A CAPA is currently open to address this failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Date of event: either (B)(6) 2019. Device name: turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that a leak was discovered in the insertion site and white hub of a turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC. The PICC line was placed in (B)(6) 2019. In either (B)(6) of 2019, the nursing staff noticed that the PICC was leaking from the insertion site, as well as from the white hub of the catheter. Upon removal of the PICC, a slit was discovered in the catheter. This malfunction led to a central line-associated bloodstream infection (clabsi). Additional information regarding the device, patient outcome and event details have been requested, but are unavailable at the time of this report.